Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an external neurostimulator (ens). It was reported that the healthcare provider (hcp) applied to much pressure to the lead when putting on the boot during the stage 1 protocol and the insulation ripped off of the lead. The lead was replaced. No patient symptoms were reported and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-06-15 (B)(4): information was received by a manufacture representative (rep) regarding an external neurostimulator (ens). It was reported that the healthcare provider (hcp) applied to much pressure to the lead when putting on the boot during the stage 1 protocol and the insulation ripped off of the lead. The lead was replaced. No patient symptoms were reported and no further complications were reported.